Event description:
This event was originally reported without any details about the product issue. This report is being filed based on analysis of the report device, which revealed a core separation of the guide wire.